Event description:
See initial report.

Manufacturer narrative:
H11: a review of the device¿s service history confirmed that one similar event occurred in 2016. A review of complaints database did not identify any trends associated with this type of fault. The root cause of the event has been traced back to a faulty distribution board and patient circuit bridge, likely due to wear/aging. The wearing of an electromechanical device can be attributed to specific use conditions at the customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, patient circuit bridge and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e18 code) associated to patient pump blocked or too slow. There was no patient injury.